Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: this complaint is confirmed. The returned star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 280mm is an instrument used for screw insertion and removal in several systems including lateral entry femoral nail, tfna, and titanium cannulated tibi nail. The returned screwdriver shaft shows a slight bend where the shaft diameter reduces proximally into the drive coupling. The slight proximal bend would make the shaft wobble and would be exaggerated distally when driven under power. The investigation was unable to determine a definitive root cause; however, the complaint condition was most likely caused by an off-axis force being applied to the shaft while under power. It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial retrograde femoral nail implantation surgery on an unknown date, the star/hexdrive screwdriver shaft was wobbling while inserting the screw. The power shaft was bent towards the connection where the drill was located. The surgeon was still able to implant the screw without too much difficulty. There was no surgical delay or patient harm. This report is 1 of 1 (B)(4).